Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. - sterile unless package is opened or damaged. - do not reuse. - do not resterilize. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations." (B)(4). The device was not returned.

Event description:
It was reported that the complainant experienced a urinary tract infection because he did not sanitize his bag between uses. The complainant was allegedly prescribed an antibiotic to treat the infection.